Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 132-580 mg/dl. A correction bolus via the pump was delivered to address elevated bg. Reportedly, the pump supplies were changed to address the issue.